Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2010 needle stick/puncture. H6 health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. The area was prepared with alcohol before placing the sensor on the body. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, infection, and nodule at the needle puncture site. An unremembered prescription or oral antibiotic was made by the doctor and the doctor advised the patient to remove the sensor. The infection reportedly resolved after a few days. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.